Event description:
Info received indicates the loss of ground light is flashing.

Manufacturer narrative:
The tech found the ground pin missing from the power cord and replaced the plug to repair the bed.